Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was most likely due to device programming.

Event description:
It was reported that the device did not deliver defibrillation therapy for an episode of ventricular fibrillation (vf). External defibrillation was required in order to resolve the arrhythmia. Technical support was contacted, and advised that the loss of therapy was not due to a device malfunction. The device was reprogrammed to resolve the event and the patient was stable.